Manufacturer narrative:
Upon receipt, the lead under complaint was cut 50cm proximal to the lead tip and the proximal fragment including the serial number of the lead was missing. An explantation aid was still inserted in the distal fragment of the lead. The analysis found multiple signs of wear along the leads body. In particular in the distal area the insulation was worn through, which is assumed to be the root cause for the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damage as the deformed shock coils most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, a vf alert was transmitted via home monitoring and in-office follow-up was organized in the same day. Noise was observed in rv and ICD therapy function was turned off. On (B)(6) 2019, the lead was removed and available for an analysis.